Event description:
It was reported that when charging the emergency backup battery (ebb) in the backup controller, a backup battery fault alarm occurred. The ebb was exchanged. The alarm occurred again, so the controller was exchanged. Log files contained a string of backup battery fault alarms between (B)(6)2023 at 7:16 pm and (B)(6)2023 at 8:08 am.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 2 days ((B)(6)2023 ¿ (B)(6)2023 per timestamp, and (B)(6) 2023 per timestamp). The controller was observed to have not been connected to a driveline throughout its data due to being the patient¿s backup controller. Backup battery fault alarms were observed on (B)(6)2023 and on(B)(6) 2023 correlating to load test conditions. At these times, the loaded and unloaded voltages of the backup battery were under their acceptable voltage thresholds, triggering the alarms. No other notable events were observed. The 11-volt backup battery (serial number (B)(6) was exchanged; however, this exchange did not resolve the alarms. The system controller (serial number (B)(6) was exchanged, resolving the alarms per additional information. The returned system controller and the returned 11-volt backup battery were functionally tested individually and together, and both components were found to perform as intended. Atypical events were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per battery inspection datasheet. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Exchanging the system controller resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.